Event description:
Sales learned by email that the an annuloplasty ring had been explanted at implant in an attempted mitral valve repair due to regurgitation. The ring was replaced by a tissue valve (6900p-27mm, (B)(4)). Per sales, they explanted intraoperatively due to a 2+ regurgitant jet that increased with protamine. He [the surgeon] had difficulty seeing the valve during implant due to its anatomical location and was concerned this might be a possibility. There was no allegation of a product malfunction.

Manufacturer narrative:
(B)(4) = unsuccessful ring repair. Device not returned. Per sales follow up on 12/15/2010, the device will not be returned for evaluation as it was discarded by the hospital. It was also learned that the operative report will not be made available. No further information has been provided. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. Per report, the physician had difficulty seeing the valve during implant due to its anatomical location and was concerned this might be a possibility. In this case, it appears that the inadequate surgical result was due to patient anatomy. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Additional information provided in operative report ((B)(6) 2010): indication for surgery: acute bacterial endocarditis with infection of chronic implantable cardioverter defibrillator (ICD) leads; severe mitral insufficiency, moderate to severe tricuspid insufficiency, 100% rca. Post-operative comment: central mitral regurgitation by pre-op transesophageal echocardiogram (tee), but this was not improved with an annuloplasty ring and was therefore, replaced; severe tricuspid regurgitation post-procedure but correction would require tricuspid valve replacement and this was not done.